Manufacturer narrative:
(B)(4). The customer reported that an incident occurred involving an unidentified intellivue x2 monitor after the pt suffered a gun shot wound. A philips field service engineer (fse) from (B)(4) filed the report for the customer. According to the provided information, this x2 was used to measure ibp on a not-further described pt in an ambulance. This pt had suffered a shot wound in the abdomen. No further information about the severity of the injury was provided with this report. Upon measuring ibp in the ambulance, the ibp waveform appeared on the screen, but no numeric value was provided. Even though the missing numeric was not reported having contributed or caused either the gunshot or any further adverse impact, the customer was concerned about potentially missing a drop in blood pressure. Please note that the way data is displayed on intellivue monitor screens in highly configurable, with various selections of predefined "screens" already existing. Depending on selected screen, just a pressure waveform with no numeric value may be displayed. In addition, the x2 display is rather small. There may be cases, depending on screen selection or how the display was configured to show data, where not the entire data will be displayed. An existing waveform indicates that data was rec'd at the monitor, coming from the pressure transducer. The wave data is the "raw data" that the numeric value will be calculated from. Depending of quality of derived signal, the monitor will keep generating inops and alarms as applicable, even if no numeric is displayed. Philips is reporting this only because the pt was being monitored using our devices after a serious injury. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that an incident occurred involving an unidentified intellivue x2 monitor and that the pt suffered a gun shot wound.